Manufacturer narrative:
Device investigation result: the device was received with display damage due to impact. The device was scrapped and will no longer be in circulation. The customer reported issue was confirmed. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump experienced a display issue in which the touchscreen delaminated, rendering the screen unreadable, consistent with a device display component problem and characterized as a loss of or failure to bond. Customer care provided support that included replacement device logistics. Investigation of this case revealed a stress-related problem with the display consistent with component failure, aligned with a loss of or failure to bond of the display assembly. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.